Event description:
It was reported that syringe s2 2ml 23ga 1-1/4in bd china was deformed. The following information was provided by the initial reporter: on (B)(6) 2020, when the treating nurse took out heparin sodium injection for 7 beds of (B)(6), he opened the 2ml syringe and found that the tip of the barrel of the syringe was deformed and could not be used.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 1906119. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for further evaluation. The retained samples were inspected and no defects were identified.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe s2 2ml 23ga 1-1/4in bd (B)(6) was deformed. The following information was provided by the initial reporter: on (B)(6) 2020, when the treating nurse took out heparin sodium injection for 7 beds of (B)(6), he opened the 2 ml syringe and found that the tip of the barrel of the syringe was deformed and could not be used.